Event description:
Customer reported via phone, the insulin pump was alarming no delivery during prime and bolus. Customer's blood glucose was 20.0 mmol/l. Troubleshooting was performed and it was found when the customer manually pushed insulin through tubing using the plunger and insulin did exit but resistance was noted. Customer also mentioned he reused the reservoir 20 times once. Reservoir that is being used is expired 2015-02. Customer was advised to revert to back up plan and stop use of expired reservoirs as that may be causing the issue. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.